Manufacturer narrative:
The ctr tech contacted haemonetics product support to order a pump rotor. The rotor has been replaced. It is unconfirmed whether the pump rotor was out of spec or whether operator error occurred regarding the operation or maintenance of the device would have caused the event. No disposables or solutions used were available for eval. As reported, blood migrating to the ac bag could only lead to an insignificant rbc loss during the last return only and would result in a temporary injury that would not be serious. The malfunction as noted would result in a decrease in pump efficiency. As a result, this could allow an incremental excess flow of ac into the sys during draw and when pumps are stopped. As a result, a more than typical amount of ac could be administered to the donor. Excess anticoagulant delivered to the donor poses a potential serious injury. Symptoms of excess ac delivery range from no reaction to acute. No injury or reaction reported as a result of this malfunction.

Event description:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2011 and alleged that blood was migrating up the anticoagulant (ac) line to the ac bag on the plasma collection sys. It is unk which cycle or phase of procedure this occurred. No donor injury or reaction reported. No operator injury reported.